Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that are still trying to get the implant removed. Pt stated they don't know where or when the implant is being removed because it is workers comp so they trying to get that approved. They stated they met with their hcp and they were not able to determine the cause; they tried adjusting it they tried all kinds of stuff and they went back and forth back and forth back and forth and then it never got resolved so pt told them with it off that it's better but then its bothering them with it inside there because it hurts them on the side where its implanted. They've adjusted numerous times with the different, first they started with 1 guy then went to a lady and went to a guy and then another lady and just went back and forth back and forth and never got and they didn't know what to do and pt already told them what was done and they schedules and they had all the information that was done anyways. Pt stated removal of it they guess is the resolution. Patient stated that they will be in less pain and not be limited to what they can and can't do once the implant is taken out. Patient noted that they are trying to cope until they get the implant removed.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the therapy never did work right since implant. Patient stated they can't walk or ride a bike because the therapy is not helping and they are in pain all the time. Patient stated the therapy did not help them and therapy makes them worse and when the ins is off the pt can do things without pain. Patient stated the device is uncomfortable and hurt on the side. Patient stated they worked with different rep for programming/adjustment, but the reprogramming didn't help. Patient services specialist (pss) asked clarifying questions and patient said they have been trying to get the device removed for a year and a half. Patient service reviewed device function and recommend patient consult with healthcare provider office for next steps. The patient was redirected to their healthcare provider to further address the issue.  Patient mentioned their healthcare provider left the practice and they have a new healthcare provider (hcp), but hcp does not do anything with the device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.